Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end user required emergency medical services (ems) intervention due to low blood glucose (bg) of 20 mg/dl. The user consumed 2 oz of orange juice and remained conscious and alert until ems arrived and treated the low bg with intravenous glucose. The user was not transported to the hospital. Additional education has been performed with the clinical diabetes specialist. The user has since resumed use of the ilet.